Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was not impacted. The customer stated that they had remained connected to the pump and wore it during a shower. The customer cleared the alarm and resumed insulin delivery.